Event description:
It was reported that the device had failed in air in line sensor task as door open error message popped up. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated ¿failed air in line sensor task¿ issue confirmed due to a persistent ¿(pump) door open¿ error message. Fault isolated further to a cold solder joint on j2 pin 1 of the air in line assembly pcb. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.